Event description:
On (B)(6) 2014, it was reported that the patient had blood glucose (bg) between 400 and 500mg/dl for several weeks. Signs and symptoms of hyperglycemia were denied. The reporter reviewed the pump history with customer technical support and reported no associated alarms in the history and basal settings match the basal total daily dose history, but bolus history is incorrect on several days. The reporter claimed that the patient usually uses 10-15 units bolus daily, whereas on three days out of the past week the bolus amounts were between 3 and 7.5 units daily. The reporter alleged that one day was the patient¿s birthday and she knows that the patient took more insulin than the amount in the history. The reporter was advised to check the bolus history after each bolus to ensure bolus was actually given. Although the hyperglycemia may have been caused by diabetes management issues (failures to bolus), this complaint is being reported because there is an allegation that the pump did not deliver one or more insulin boluses that were programmed.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/25/2014 with the following findings:.review of tdd history shows two records for (B)(6) 2014. Boluses were correctly delivered and recorded at the correct time and order. The keypad is undamaged and fully responsive, the product performs within specification. The pump passed a delivery test. Unrelated to the complaint, the pump's display is dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.